Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a body break between the fiber and the connector as well as burn marks and melting in the break location. The tip did not exhibit signs of usage. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. It is likely that the fiber connector had a microfracture and when it was connected to the console caused the fiber to overheat leading to the separation of the fiber body from the connector. Procedural handling of the device during set-up may have contributed to the fiber break. According to the instructions for use (IFU), the fiber should be properly handled to avoid damage.

Event description:
It was reported that during preparation console could not recognize the fiber. An alarm sounded when connecting to the laser, and upon checking the device was disconnected from the connection. Procedure was completed with another device without patient complications. Analysis of the returned fiber identified a fiber break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a body break between the fiber and the connector as well as burn marks and melting in the break location. The tip did not exhibit signs of usage. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. It is likely that the fiber connector had a microfracture and when it was connected to the console caused the fiber to overheat leading to the separation of the fiber body from the connector. Procedural handling of the device during set-up may have contributed to the fiber break. According to the instructions for use (IFU), the fiber should be properly handled to avoid damage.

Event description:
It was reported that, during preparation, the console could not recognize the fiber. An alarm sounded when connecting the fiber to the laser. It was found that the fiber was disconnected from the console. The procedure was completed with another device without patient complications. Analysis of the returned fiber identified a break.